Event description:
It was reported that device detachment occurred. The patient presented for a complex percutaneous coronary intervention. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion and was removed with no issues. Later in the case, the same catheter was advanced to perform ivus again and during removal the tip sheared off. Two different micro snares were used but removal attempts were unsuccessful. All devices were then removed from the patient and the entire sheared piece was retrieved successfully from the guide catheter. No patient complications were reported.